Event description:
It was reported that the patient was in the emergency room for symptoms related to bradycardia. A 12 lead electrogram showed what appeared to be intermittent ventricular loss of capture with the patient¿s intrinsic rate below 50. The patient will be further evaluated at another facility. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).